Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni used in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 0.14 ng/ml was obtained and released out of the laboratory. The customer stated the physician was not alarmed with the elevated result due to the patient¿s clinical status, and the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer was uncertain if the elevated result was the primary reason for the patient¿s admittance to the hospital. The original sample was retested and produced a result of 0.01 ng/ml. Subsequent collection and analysis of new samples from the patient produced lower results within the normal reference range. The first new sample generated a result of <0.06 ng/ml. The sample was re-centrifuged, after being refrigerated for at least one hour, reanalyzed, and recovered a result of <0.06 ng/ml. The second new sample also generated a result of <0.06 ng/ml. The customer stated the laboratory cutoff value is <0.06 ng/ml. The patient¿s samples were collected in lithium heparin plasma tubes and centrifuged at 3,800 rpm (rotations per minute) for ten minutes, at room temperature. The customer noted the original sample was re-centrifuged due to slightly cloudy appearance. The customer also noted the laboratory temperature was 24 degrees celsius, but the humidity in the laboratory was approximately at 50%, slightly elevated. The customer stated several quality control issues were noted but did not have the specifics. The customer was not aware of any instrument issues.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance all system parameters, including quality control (qc), calibration and system check, were performing within the assay and instrument specifications on the day of the event. There were no issues noted with sample collection, sample processing or sample handling in conjunction with this event. A definitive cause of the event could not be determined with the available information.